Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blood glucose level of 420 mg/dl at the time of incident due to under delivery. Customer treated with manual injection and insulin pump. The customer's blood glucose was 213 mg/dl at the time of call. Customer declined troubleshooting for high readings. Troubleshooting occurred but did not resolve issue. The insulin pump will not be returned for analysis.